Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. It was noted blood and body fluid on the stylet and helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. The patient underwent a surgical intervention to explant and replace this lead. No additional adverse patient effects were reported. It was reported that prior to explant of this lead, oversensing was observed as a result of the dislodgement. No additional adverse patient effects were reported. This supplemental report is being filed due to revised coding.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. It was noted blood and body fluid on the stylet and helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. The patient underwent a surgical intervention to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. It was noted blood and body fluid on the stylet and helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that prior to explant of this lead, oversensing was observed as a result of the dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. The patient underwent a surgical intervention to explant and replace this lead. No additional adverse patient effects were reported.